Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The caller completed the necessary steps to remove air from the cartridge and used room temperature insulin, while more than 30 units of insulin were used to fill the tubing. Initially, no drops of insulin were observed at the tubing's end, despite a ball of insulin forming at the cartridge pigtail. Technical support instructed the caller to replace the tubing and repeat the fill tubing step, which led to the successful appearance of insulin drops at the end of the tubing. The issue was resolved with no further actions required.